Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The screw was implanted, the metal burr disposition is unknown.

Event description:
During inserting the screw (locking screw axsos 4.0mm) into the bone a metal burr loosened from the head of the screw. This was intraoperative removed. The screws remained in situs. So the items won¿t be returned for evaluation. Surgical delay of 5min. Not longer. No other consequences reported.

Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: axsos 4.0mm locking screws ) was alleged of issue s-17 (device damaged) could be confirmed, since the metal burr from screw head is visible in the pictures provided of intraoperative procedure. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Some of the possible root causes can be failure to follow instructions in operative technique by the user, wrong instrumentation: ¿ screwdriver with a t15 tip (ref 702747) is not fully seated in the screw head and axial force being applied during final tightening. ¿ failure to use the torque limiting attachment (ref 702750) together with the solid screwdriver with t15 (ref 702753) during final tightening which leads to application of torque beyond the yield strength of the screw and over-tightening of locking screws ¿ angulations or excessive force on the screwdriver could cross-thread the screw, which would have led to increase in required torque. ¿ if locking screws are inserted under power, high speed drill setting damage the screw/plate interface. The ¿operative technique¿ clearly mentions that ¿note: ¿ ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. ¿ if the locking screw thread does not engage immediately in the plate thread, reverse the screw a few turns and re-insert the screw once it is properly aligned. Final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702750) together with the solid screwdriver with t15 (ref 702753) and t-handle (ref 702427)(fig. 10). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches 4.0nm. Additional tips 4. It is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 4.0mm tap (702772) the spherical tip of the tap precisely aligns the instrument in the predrilled core hole during thread cutting. This will facilitate subsequent screw placement. 5. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).¿ the device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
During inserting the screw (locking screw axsos 4.0mm) into the bone a metal burr loosened from the head of the screw. This was intraoperative removed. The screws remained in situs. So the items won¿t be returned for evaluation. Surgical delay of 5min. Not longer. No other consequences reported.